Event description:
Additional information received reported, the patient had ¿side port¿ as a result of the end of service and the pump was replaced. It was noted the programming error was not resolved. The patient recovered without permanent impairment. Further follow-up is being conducted to clarify this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8590-1, lot # n096700, implanted: (B)(6) 2008, product type accessory. (B)(4).

Event description:
It was reported that after a pump replacement instead of priming the entire pump tubing and catheter of 0.379 milliliters (ml), only a priming volume of the 0.3 ml was programmed. A back table prime volume was programmed even though the catheter and pump were already connected. The catheter had been cleared of drug. Because the patient received boluses of 181.2 micrograms every four hours in flex programming mode, the health care provider (hcp) was not concerned since one of the boluses would fill the catheter with drug and get the drug to the tip of the catheter. The next flex bolus was scheduled at noon. No symptoms were reported. The patient was being monitored. The system was being used to deliver lioresal. It was later reported that no actions were taken to resolve the error. The programming error resolved and the patient recovered with no adverse events.